Event description:
Nurse unable to discontinue foley catheter; balloon would not deflate when syringe was used to withdraw solution. Side arm was cut, balloon still did not deflate. Physician used a guide wire down the balloon tract to perforate the balloon.